Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the ptd basket wires disconnecting from the basket during use was confirmed. Returned were a 7fr ptd catheter assembly and rotator. The customer provided a photo of the label. The returned components appeared used. Two of the basket wires were detached from the proximal connector. Microscopic examination of the basket assembly revealed the connector welds were complete without voids. The ends of both broken basket wires were jagged. Some of the broken wire remained inside the open well of the proximal connector assembly. A manual tug on the other two wires revealed that they were secured to the proximal connector assembly. The black pebax tip remained secure on the distal connector assembly and the orange lumen was present and secure. The orange lumen had an impression of the basket wire in it adjacent to the proximal connector. The basket could be rotated by turn ing the end of the catheter assembly by hand. The IFU for this product provides warnings that the catheter assembly is not to be advanced forward during activation and not to advance the device beyond the anastomosis. The IFU also warns that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and a withdrawal rate other remarks: of 1 cm /second is recommended when sharp radii are encountered. A review of the device history records assembly did not reveal any manufacturing related issues. The investigation found no evidence to indicate a manufacturing related issue. Based on the damage observed to the basket assembly and the time of occurrence, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a fistula declot procedure was being performed on the right arm of a female patient in the cardiovascular department. Once the device was removed for cleaning the physician noticed two of the basket wires had disconnected at the one end. As a result, the physician used an angiojet to complete the procedure. There was no delay in treatment and no patient death or complications reported.